Event description:
It was reported that the customer was taken to emergency room (ER) by paramedics after experiencing a low blood glucose level and losing consciousness. The customer's continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. The initial cause for the low bg was not provided. Subsequently, the customer had blood drawn, which contributed to the customer's low bg continuing and losing conscious. Prior to going to the ER, the customer was treated with glucagon and mono gel by paramedics. Customer was treated with intravenous d-50 (dextrose) while in the ER, and was released from the ER 8 hours later with no permanent damage. A system check was performed by tandem technical support and it was determined that the cartridge and insulin was used past labeling. Tandem technical support educated the customer on cartridge and insulin labeling. The pump was determined to function as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.